Manufacturer narrative:
(B)(4). Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the suture button pulled out during use. The surgery was completed with a like device without significant surgical delay. No further information available.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
Reported device wear and scratch event was confirmed via visual examination. Device history record (DHR) review identified no related deviations or anomalies. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.